Event description:
Pt was undergoing a total gastrectomy when the echelon 35 stapler misfired causing two puncture holes in the pt's aorta. Apparently the knife deployed but not the stapler. Cardiothoracic surgeon was emergently called into the procedure to assist. Was this device serviced by a third party servicer? No. FDA safety report ID# (B)(4).